Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by 3.5 years, with only 14% pacing in the atrium, and 15% pacing in the ventricle. The battery consumption is at 140% usage. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data found that this device is prematurely depleting. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by 3.5 years, with only 14% pacing in the atrium, and 15% pacing in the ventricle. The battery consumption is at 140% usage. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data found that this device is prematurely depleting. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by 3.5 years, with only 14% pacing in the atrium, and 15% pacing in the ventricle. The battery consumption is at 140% usage. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data found that this device is prematurely depleting. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. A supplemental report will be submitted, including device technical analysis.